Event description:
The pt received her scs sys on (B)(6) 2009 including an ipg. It was reported the pt has lost stimulation. The charger and programmer could no longer locate the ipg. She tried adding and decreasing space to no avail. The pt was sent to a new charger to resolve the issue, but was unsuccessful. In addition, she has also experienced a burning sensation when attempting to charge her device. The pt is scheduled for a surgical procedure to resolve the issue. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.